Manufacturer narrative:
(B)(4). Concomitant products - 00877503202 bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14 2673148. Investigation results concluded that insufficient information was provided to perform a compatibility check. Surgical notes were not provided. It could not be confirmed if the devices were used in an approved and compatible combination. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are also unknown. A definitive root cause cannot be determined with the information provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-02574-1, 0001822565-2017-02102, & 0001822565-2017-02104.

Event description:
It was reported that the patient is experiencing a possible allergic reaction.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.